Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during set-up, a 980 ventilator generated a battery error message. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the battery. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
Product analysis: a battery pack was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis and functionality testing was performed. The ventilator had an alternate direct current voltage out of range was found in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause was isolated to a short circuit in the battery. If information is provided in the future, a supplemental report will be issued.